Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/9/2019. Initial visual analysis observed no visual damage or anomalies on the returned catheter. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30162051m number, and no internal action was found during the review. Concomitant bwi products: pentaray nav eco catheter (us catalog # d128211, lot # 30179761l). Carto 3 system (us catalog # fg540000, serial # (B)(4)). Smartablate generator (us catalog # m490007, serial # (B)(4)). Concomitant non-bwi products: reprocessed 6fr cs, f, 10 pole (us catalog # rd135304, lot # 194344l). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After the ablation and the case was over, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 350 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician¿s causality opinion. No bwi product malfunctions were reported, the equipment worked within specifications. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was reported to be in stable condition after pericardial drainage. No bwi product malfunctions were reported, the equipment worked within specifications. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).